Manufacturer narrative:
Manufacturer's investigation conclusion: the report of clots in the oxygenator was unable to be confirmed through the submitted image, and the product was not available for evaluation. A specific root cause of the event was unable to be conclusively determined through this evaluation. The eurosets oxygenator would reportedly not be returned for evaluation. The production documentation for the eurosets amg pmp oxygenator, lot number: 10276308, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Based only on the available information, eurosets was unable to identify the root cause of the problem. Additionally, eurosets was unable to identify any clots from the submitted image. The production documentation for the eurosets amg pmp oxygenator, lot number: 10276308, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), document eu10153, rev. 05, is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including thrombosis/oxygenator clotting. These are potential side effects of all extracorporeal blood circulation systems. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available. The IFU also warns that the patient and device must be carefully and continuously checked by qualified healthcare professionals throughout the procedure. The IFU also recommends monitoring blood coagulation parameters during bypass. Absence of adequate anticoagulation may result in clotting within the system and consequently occlusion of the circuit. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that clots on the top of the oxygenator were noticed on day 2 and those clots continued to grow. On day 8, they electively changed the oxygenator without incident. There were no changes to anticoagulation that could have contributed to the event and no adverse patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.